Event description:
It was reported that the ventilator was contaminated with liquid/water. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the ventilator was contaminated with liquid and the ventilator. Signs of liquid were found on expiratory channel printed circuit boards (pcb). The pcb was replaced . After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The liquid spillage was caused by the user. Liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. No part was returned for investigation, therefore the root cause for the damaged pcb could not be determined.